Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer reset the pump and was able to resume insulin delivery. There was no adverse impact to customer¿s blood glucose level.